Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age: 50 & gender: female), the device displayed "3-2-1-shutdown" and inappropriately shut down. The clinician reseated the device battery to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. Review of the logs show a low battery and shutdown warning at the same time. The device passed functional testing with no faults found. The returned battery passed all testing. The x series operator's guide, page 24-7, guidelines for maintaining peak battery performance states: always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.